Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was in the hospital due to a diabetes related issue. Blood glucose (bg) level of 352 mg/dl. During a follow-up call, the contact declined to provide information related to the reported issue; however reported that the customer was released from the hospital on (B)(6) 2019 and was admitted into a rehabilitation (rehab) center. While at the rehab center, the customer received blood tests, regular insulin, and lantus insulin. Reportedly, the customer reverted to pump therapy.